Event description:
The customer reported that the system did not perform an auto test. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep tested the dsm circuits and replaced the power. The system operates as intended.